Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that they experienced low blood glucose level. Customer's was working with training she encountered low 40 mg/dl taken something chocolate now at a 53 mg/dl they told us to transferred for a low. The customer daughter stated her mom was fine she had not eaten and that was all she had to did eat and that her insulin pump was fine. Customer was using old insulin pump and blood glucose was not had yet low get some food at 60 mg/dl now. The device will not be returned for analysis.